Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was red cell hang up and poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "after centrifugation, blood particles are left floating in the serum and on the walls of the tubes."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was red cell hang up and poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "after centrifugation, blood particles are left floating in the serum and on the walls of the tubes."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-23. H.6. Investigation summary: bd received 71 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for red cell hang up and poor serum was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up and poor serum based on the trend identified and the photos provided. A corrective and preventive action was created to address the issue.